Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device will not give an upstream occlusion alert. There was no patient involvement.

Manufacturer narrative:
E1 - last name: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device will not give an upstream occlusion alert" was confirmed during the upstream occlusion test. The pump settings were reviewed and found the upstream sensor option "off¿. The pump was reset to factory. The probable cause was user error due that the upstream sensor option being off. The device passed all tests within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.